Manufacturer narrative:
A review of the last three product monitoring review's (pmr) for trends indicated no trends for this issue on this product. The historical complaint data from january 01, 2017 to january 31, 2019 was reviewed as it relates to reports for product international commodity code (B)(4). A total of one (1) complaint, including this one, was reported. Product manufacturing was transferred to (B)(4) in march of 2017 as a result of the closure of the greensboro manufacturing facility. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Additional information received stating "unfortunately the patient (91 years old) is dead. His/her death are due to other diseases."

Manufacturer narrative:
Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported during the treatment of a wound on end user's leg with varihesive gel, a sensitivity episode occurred to the colloid after 1 1/2 hour of the positioning. When the patient tried to remove the dressing it also removed the skin. End user became upset because this episode prolonged the wound care progress. It was stated ¿the patient is using aquacel ag to treat the tissue damage". No further information was provided.